Event description:
It was reported that during implant, the implantable pacing lead (ipl) was tested and did not stimulate or capture, with the analyzer and when connected to the implantable pulse generator (ipg). It was also reported that the ipg did not stimulate with a heart rate of 160 beats per minute (bpm) and a threshold of 7volts. The ipl and ipg were not implanted and were replaced with different product. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.